Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture and high thresholds. The physician elected to reposition the lead. The lead was successfully repositioned and all measurements were good. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.